Event description:
Philips received a complaint on the efficia dfm100 indicating that device displayed abnormal ECG error. The fse visited the customer site and checked the stimulator, observed that there was no issue found with stimulator and ECG pads. Fse confirmed that there was no malfunction detected, and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.